Event description:
During a lap-assisted hemicolectomy, while using the device through a reusable cannula, a piece of the sheath chipped off and the scissors shorted out. The dr opened another device, but the same thing occurred. A third device was used to complete the case with no pt consequence.